Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer performed multiple infusion site changes and one infusion tubing change and the occlusions continued. The customer experienced an elevated blood glucose (bg) level of 465 mg/dl. Due to the elevated bg level, the customer went to the emergency room (ER). While in the ER, the customer received treatment in the form of an insulin drip. A system check was performed using the current supplies and drops were not observed exiting the infusion tubing during the load fill tubing sequence. Air bubbles were observed in the infusion tubing and insulin did exit the cartridge tubing during the load fill tubing sequence leading tandem technical support (cts) to advise the customer that the infusion tubing was the issue. The customer reconnected the same infusion tubing and observe drops exiting the infusion tubing during the load fill tubing sequence during this attempt. Insulin deliveries were resumed and an additional occlusion alarm occurred. Cts advised the customer to check their infusion set site for any damage. Cts attempted to contact the customer multiple times to obtain more information; however, no response was received.